Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and patient's vision was worse than before cataract surgery. The iol was replaced in secondary procedure approximately 4 months following the initial procedure. Additional information has been requested.